Event description:
A minimum fill notification was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Cts instructed the caller to reload the original cartridge, which did not resolve the issue, and then guided the caller through filling and loading a new cartridge. A new cartridge was loaded to resolve the issue.